Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mtiraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw was first implanted successfully in a central position. During deployment after release, the clip opened to 10 degrees (clip opened while locked (cowl)) and the mr reduction was not significant. A second xt clip was then chosen for implant to stabilize the cowl clip and reduce mr. While the xt was in the left ventricle, the patient experienced a sudden drop in blood pressure. This was determined to be from air entry into patient through the steerable guide catheter. An attempt was made to the lower the system to allow blood return but was unsuccessful. Anesthesiology increased the blood pressure and heart rate with epinephrine which resolved the air embolus. It was decided to deploy the clip at a medial position which was performed successfully. The device were removed and the procedure ended with mr reduced to grade 1-2. The patient was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.